Event description:
Ous MDR - after an implantation period of about 18 months, oversensing with inappropriate therapy was reported. The physician decided to add a new lead on (B)(6)2016. Biotronik has no further information if the old lead was explanted or capped and left in the patient. Should we receive further details, this report will be updated. Apart from the shocks, no adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 32 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation was found rubbed through and the coating of the conductor cable to the rv shock coil was observed damaged. These findings can be considered as the root cause for the clinical observation of noise which led to shock delivery as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular . First rib entrapment in combination with exposure to constant friction against another implantable device such as a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.